Event description:
The customer complained of a questionable elecsys ca 125 ii assay result for 1 patient sample tested on a cobas e 411 immunoassay analyzer that did not match the patient's clinical picture. The initial ca 125 ii result was < 2.0 u/ml with a data flag. The result was released outside of the laboratory to the doctor who questioned the result as the patient was currently under treatment for ovarian cancer and who had a ca 125 ii result from a separate sample of 59.7 u/ml in (B)(6) 2017. The customer retested the sample that gave a ca 125 ii result of 2.0 u/ml on (B)(6) 2018 with a result of 104.3 u/ml. Despite the sample being beyond its storage stability, the customer deemed the ca 125 ii result of 104.3 u/ml matched the patient's clinical picture. There was no allegation of an adverse event. The sample was processed by a modular pre-analytical system. The ca 125 ii reagent lot was 28663701 with an expiration date of 31-mar-2019. There was a liquid level detection alarm prior to the sampling of the questionable result. The field engineering specialist replaced the pinch tubing and a protector cover. He checked the syringe seals, the mix paddle speed, the sample/reagent probe voltage, the sipper probe voltage, the pressure voltage, and the probe stream and positioning. He performed performance and precision testing. The investigation is currently ongoing.

Manufacturer narrative:
Review of the analyzer alarm history showed that a liquid level detection (lld) noise alarm was generated after an aspiration alarm of the affected patient sample. The investigation did not identify a product problem. The cause of the event could not be determined.